Event description:
Correction report is being submitted to capture updates made the imdrf coding on 18-may-2023.

Manufacturer narrative:
PMA/510(k)#: k182980. Device evaluation the zib6-40-10-4.0 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4). Lab evaluation: n/a. Document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions which may have contributed to the event of biliary obstruction. From the article it is known that 48 of the 134 patients had bile duct cancer at baseline. It is possible that tumour ingrowth may have caused or contributed to the biliary obstruction. It should also be noted that stent occlusion is listed as a potential adverse event in the IFU. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, the patient required an additional stent to be placed as a result of this occurrence. The patient recovered/stabilized. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device issue ( biliary stent) stent deficiency. Stent does not seem to work patient outcome: resolved - patient recovered/stabilised. Neoplasm progression. As reported via pmcf study report received 01-aug-22 - "the second device deficiency was described in the medical record as ¿study stent does not work¿; the timepoint at which this device deficiency was noted (i.e., during or after the procedure) was not available at the time of this report". Cc form received 26-aug-22: MDR 2098: device issue (biliary stent): stent deficiency; biliary obstruction identified on imaging. Site assessed event as possibly related to the study stent and noted, ¿stent does not seem to work¿; the site indicated that the event did not occur due to a device deficiency. Two stents were placed during the index procedure. Patient outcome: treatment included placement of a new stent; the event was considered resolved (patient recovered/stabilized) resolved - patient recovered/stabilised.

Manufacturer narrative:
PMA/510(k) # k182980. Device evaluation. The zib6-40-10-4.0 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4). Lab evaluation ¿ n/a. Document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions which may have contributed to the event of biliary obstruction. From the article it is known that 48 of the 134 patients had bile duct cancer at baseline. It is possible that tumour ingrowth may have caused or contributed to the biliary obstruction and resulted in a lack of stent patency. It should also be noted that stent occlusion is listed as a potential adverse event in the IFU. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, the patient required an additional stent to be placed as a result of this occurrence. The patient recovered/stabilized. Complaints of this nature will continue to be monitored for potential emerging trends.